Manufacturer narrative:
A dealer alleges when the facility started to lift the consumer, the lift began to tip over. No injury is alleged. Nature of complaint suggests a transfer error. Current user guide covers proper transfer methods. MDR filed as a conservative measure.

Event description:
The facility was using the lift to pick a resident up from the floor, when the lift allegedly began to tip over to the side starting at the mast/base connection. The staff caught the resident and avoided any injury.

Manufacturer narrative:
(B)(4). Follow-up #001 - initial (B)(4) issued mfg. Report #12512-2011-00197. Device model #rpl600-2, serial #(B)(4) was returned for an evaluation. The lift was approximately 8 months old at the time of the incident. The base assembly weldment and the left leg were bent. The facility was making a transfer from the ground. Engineering stated that the lift was most likely rolled on top of the sling then the sling was trapped under the leg during the lift. Incident is most likely due to a transfer error. A dealer alleges when the facility started to lift the consumer, the lift began to tip over. No injury is alleged. Nature of complaint suggests a transfer error. Current user guide covers proper transfer methods. MDR filed as a conservative measure.

Event description:
The facility was using the lift to pick a resident up from the floor, when the lift allegedly began to tip over to the side starting at the mast/base connection. The staff caught the resident and avoided any injury.